Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately low compared to another device. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began towards the end of (B)(6) 2012. On the same day, prior to the start of the alleged meter issue, the patient reportedly had a headache. At an unspecified time that day, the patient reportedly obtained a blood glucose result between ¿150-170mg/dl¿ with the subject meter. According to the csr¿s documentation, on an unspecified date/time in the end of (B)(6) 2012, (for an unspecified reason) the patient reportedly went to the emergency room (ER) and at an unspecified date/time he obtained a reading over 400mg/dl with the hospital¿s meter; per csr notes, the comparison was performed more than 30 minutes from each other. The patient¿s blood glucose reading prior to going to the ER is not known and it is not specified if the patient had tested with the subject meter during his ER visit. During the patient¿s time in the ER (times not specified), he reportedly was administered 60 units of novolog, metformin, and glyburide. It is not specified when the patient was released from the ER and what his medical diagnosis was. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner¿s manual) sample site. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user reportedly was treated by an hcp for severe hyperglycemia after the alleged issue began.